Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 21, 2019. - attachment: [143356 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on may 27, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced fns and a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.